Event description:
It was reported that during an interventional peripheral procedure, the 8 x 40 mm on 135 cm absolute pro was unpacked and during preparation, it was noted that the stent was partially deployed. It was not used on the patient. Another like stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the absolute self expanding stent system (sess) was returned with no blood visible and saline on the distal outer sheath. The stent implant was partially expanded distally from the distal outer sheath, for a length of 1 centimeter (cm). The distal outer sheath was not retracted. The handle was in a locked position. The stent implant was not between the markers. The proximal end of the stent implant was located on the stent holder 1.5 cm distal to the proximal marker band. There was no other damage noted to the sess. The handle was opened and the rack was at the distal end of the handle and was not retracted. All the mechanisms were intact with no anomalies noted. Potential factors for premature deployment include, but are not limited to, kinks in the mandrel, kinks in the inner lumen of the sess or incorrect removal technique. In this case, it may be possible that the tip of the catheter was inadvertently grasped and pulled during removal of the stylet. The absolute pro instruction for use (IFU) provides the following instructions: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot was performed and revealed no other incidents for this lot. During production all sheathed stents are 100% visually inspected for stent location between the markers and verification that the stent is fully covered within the distal sheath. Production also inspects all shafts visually 100%.